Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The injection system used has not been approved by the manufacturer for use with this model lens and cartridge.

Manufacturer narrative:
Eval results - visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history, and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluated.